Event description:
On (B)(6) 2019 at around 11am, when drawing a close of mmrv, our ma (B)(6) noticed the syringe was not drawing the medication dose correctly. The plunger was not pulling the fluid into the basin all the way. This resulted in the medication being wasted but was a near miss not reaching the pt. Midas and FDA medwatch reports submitted.